Event description:
Pt for right chest avr. Opened intuity 25 tissue aortic valve (serial # (B)(4)). Locking mechanism failed; 2nd valve 25 intuity (serial # (B)(4)) requested by dr. FDA safety report ID# (B)(4).